Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that when attempting to enter carb, numbers began to scroll continuously on display screen. Customer states that issue may be due to running with buttons pressed against skin. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump was received with corroded keypad traces. No scrolling noted. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.